Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Physician further reported "valve delaminated from shell" and ''particles in valve'' observed during surgery. The device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on anterior side assessed as unidentified (tear) opening (shell thickness was within specification). A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Other-technical: unable to confirm as it is a technical event not related to the device. Delamination: not observed. Additional observations: yellow particles inside of the device. Crease fold observed. Wear abrasion observed.